Event description:
It was reported by the patient that one day post implant, while still in the hospital, they ended back in surgery for a revision where they were told that there was several attempts to find the right spot. It was also reported that ever since the surgery the patient is feeling a lot of pain all across the front, back and shoulders. It was further reported that the patient had a left-sided implant and the physician had difficulty finding acceptable placement for the atrial lead. The patient later had a right-sided pneumothorax occur. Patient, however, had no shortness of breath (sob) and no problem with o2 stats. It was not thought to be related to the device/system. One week post implant the atrial lead was repositioned due to an increase in threshold. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.